Event description:
Pcea initiated in the or by anesthesiologist. After starting the pcea, it was identified there was a leak in the tubing and medication was not reaching the patient. Tubing was changed with appropriate delivery of medication. Leak located just distal to the pump. When the pump was started, tubing was wet and changed immediately. No impact to the patient.